Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that helix did not extend due to distal conductor distortion in connector due to over-rotation.

Event description:
It was reported that during an implant procedure, the lead's helix would not extend. A new lead was used and implanted successfully. No patient complications have been reported as a result of this event.